Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicates that there was a revision procedure. During the procedure, the left ventricular (lv) was tested with a pacing system analyzer (psa) and the previously observed high impedance measurements were reproduced. The field representative also noted high thresholds and loss of capture. The lv lead was partially removed (the distal portion of the lead was surgically abandoned while the rest of the lead was extracted) and replaced. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4);attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician noted that this patient's cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range pace impedance measurements (>2000 ohms) on the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and reviewed remote monitoring data and impedance measurements in different configurations. Ts advised to reprogram the lv lead to a unipolar configuration using the lv ring electrode. The clinician indicated that they will continue to monitor the impedances. This crt-d remains in service and no adverse patient effects were reported.